Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned for investigation. Were functionally tested and successfully gripped an in-house test implant. DHR review and complaint history review could not be performed, as the lot number associated with either reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdts) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did not occur, and the reported event was unconfirmed. No root cause could not be identified; however it could be associated to an incorrect technique used. The following sections have been updated: date of this report, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by manufacturing, entered evaluation codes, added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver (iipdts) did not engage the implant during procedure.